Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the supera instructions for use as known patient effect associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that in a procedure over 18 months ago, two supera stents were deployed in a patients lower extremity without issue. Sometime post-procedure, when she knelt down to pray, she lost pulse in her leg. The stents had occluded. No additional information was provided.